Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: 14f manta closure device would not insert nor advance into manta sheath. Opened up another 14f manta and completed closure with it.

Manufacturer narrative:
Follow-up sent previously was incorrect. Correction below: one 14f manta closure unit was returned for investigation. The closure unit was decontaminated then visually inspected. During inspection the engineer noted blood particulates present on the closure unit. The manta lever was not activated, and the manta toggle was pushed outside the lumen. Manufacturing record review: the device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a evar procedure, a 14f manta was planned for closure. The patient's condition indicated weight at 301 lbs. The IFU warns do not use manta if the patient has marked obesity (bmi >40 kg/m2). No issues were encountered advancing or withdrawing procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate to severe resistance while attempting to advance the bypass tube into the sheath hub. The bypass tube would not advance more than halfway into the manta sheath. The 14f device was removed off the guidewire, and the sheath was left in place. A second 14f manta device was opened and deployed completing the closure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedural requirements state the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated, no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, a 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 7.1mm, no calcification or tortuosity, with a depth deployment measurement of 2cm + 1cm. Single stick micropuncture was used to gain a mid-femoral head positioned access. As per IFU procedural requirements state arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. No issues were encountered advancing or exchanging procedural sheaths. Following deployment, hemostasis was immediate, and the patient was reported as fine. During the overnight, the patient had a slow bleed. The following day the patient's hemoglobin dropped, and 2 units of blood was administered. An ultrasound and CT scan revealed a small pseudo-aneurysm. The surgeon noted the pseudo-aneurysm was located at the access site. The access site closed on its own, no surgical intervention was required. The root cause of the pseudoaneurysm is suspected to have been caused possibly due to vessel conditions causing a tear in the vessel which allowed extravasation into the surrounding tissue or possibly due to the access site location not having optimal conditions to create a hemostatic seal. However, the root cause is inconclusive due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no angiograms submitted for investigative purposes. The risk of failing to achieve hemostasis and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion and/or surgical intervention have been identified as potential adverse events related to the vascular closure device in the IFU (lbl-004 r a). And other access site complications associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding.